Manufacturer narrative:
Updated data: d9 h2 h3 h6. Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received via ups in its original box and jar with no solution. The box was received wet disintegrating the packaging contents, the jar was also affected torn, and tattered. The safety seal on the jar was received broken. The jar was not evaluated for difficulty in opening the jar in the allegation. It is possible that a reading from the torque tester would be unreliable as the jar was compromised. It was assessed for particulate that fell from the edge into the sterile solution when opening the lid. Pieces of gasket material were observed on the rim of the jar. The gasket around the jar lid showed damage. The inside of the jar and valve were assessed, there were no particulates found. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The failure mode reported is associated to the ¿primary packaging and sterilization¿ process. According to procedure, there is a 100% verification to make sure that the gasket (¿jar seal¿) is not loose and properly assembled on each lid. The process also includes the use of fixture ¿splashguard¿ to cover the edges of each jar before filling it with the packaging solution to prevent splashes on the jar lid or threaded area; as well as the usage of semi-automated solution dispensers to fill each jar to the specified volume. Furthermore, as per same procedure, there is a 100% visual verification to assure the valve is completely covered by solution and the solution level is approximately even with or above the shoulder of the jar. Additionally, a vacuum leak test verifies that product is free of leakage. Finally, sterilized valves are visually verified as per ¿transcatheter aortic valve packaging inspection¿ prior to final packaging to assure the valve is free of floating particles or any kind of damage. Given the investigation performed it was confirmed that the device complied through all manufacturing process requirements and inspection criteria were met. Materials used were as per the requirements of the device master record (dmr) and as per quality records was not found any deviations in the manufacturing process, non-conforming material report (ncmr) nor rework references for the involved valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this transcatheter bioprosthetic valve, the lid of the jar was difficult to open. When opening the lid, particulate fell from the edge into the sterile solution. The valve was not used and was replaced. The replacement valve was successfully implanted. No adverse patient effects were reported.